Event description:
The customer was hospitalized for dka. It was stated that the customer was throwing up all day. The set was changed the night prior to their admission. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer on the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives.